Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead and migration of the implantable cardioverter defibrillator. This was confirmed with x-ray imaging. This resulted in a device sensing issue and high capture thresholds. The lead was explanted and replaced and the device was repositioned. This occurred on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that the right atrial lead dislodged at the time of the original event. The lead was repositioned on (B)(6) 2025. No further adverse patient consequences were reported.